Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter tilt and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove and malposition of device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient weight was not provided.